Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5515-f-402 triathlon ps fem component, cemented lot euv3hd. 5521-b-300 tri ts baseplate size 3 lot e3h3ta. 5550-g-298-e triathlon symmetric x3 patella lot 11p9. 5575x000 triathlon fix. Peg 2 per pk lot jt42r. 6197-9-001 simplex p with tobramycin 1 pack x 2 lot mhb021. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient left voicemail on patient hotline reporting a primary implant on (B)(6) 2020 with triathlon components. Patient reported "multiple problems since" and would like to know if implants are subject to a recall. Update: per conversation with patient: patient reports pain and swelling and noted femoral nerve damage during primary surgery.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: patient with significant complaints after tka including pain, femoral nerve palsy and apparent pain syndrome. An infection work-up was started but the results not provided. Device or procedure related adverse event: none root cause and confirmation: the root cause of the patient¿s complaints cannot be determined from the materials provided.product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing multiple problems since post-implantation. A review of the provided medical notes concluded: conclusion of assessment: patient with significant complaints after tka including pain, femoral nerve palsy and apparent pain syndrome. An infection work-up was started but the results not provided. Device or procedure related adverse event: none root cause and confirmation: the root cause of the patient¿s complaints cannot be determined from the materials provided. The patient is also inquiring if the reported device is subject to a product recall. Based on the catalog and lot numbers provided, the reported device is not subject to recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient left voicemail on patient hotline reporting a primary implant on (B)(6) 2020 with triathlon components. Patient reported "multiple problems since" and would like to know if implants are subject to a recall. Update: per conversation with patient: patient reports pain and swelling and noted femoral nerve damage during primary surgery. Update per medical records received: patient has undergone multiple treatments including manipulation under anesthesia, aspiration, nerve blocks and genicular radiofrequency ablation. Update 17-jan-2023: per patient's email response: "I am going to go ahead and schedule a consult on my knee as it is getting more painful everyday and the swelling is enormous, my knee is now doubled in size since I first contacted you."